Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion, and it had been reported that the event was outside the 6 percent variance. The alarm had been silenced, and the tubing between the pump and the reservoir had been traced and confirmed to be clear; however, the patient had reported that the medication bag was empty. It had been explained that an empty bag could cause this type of alarm. The pump had displayed ¿stopped.¿ the pump settings had been reviewed, and the device had been powered off. The total labeled volume had been 100 ml, with a remaining reservoir volume of 7.3 ml, a programmed rate of 2.2 ml per hour, and a delivered volume of 92.7 ml. No injury or medical intervention had been reported. The event occurred while in use with a patient at the patient's home and the operator of the device was the patient.